Event description:
It was reported that during a routine follow-up, a decrease in ventricular sensing and loss of capture were noted. A scan showed a cardiac perforation and a small left sided pleural effusion. The patient was asymptomatic. The lead was explanted and replaced without incident and no further effusion developed during the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.